Manufacturer narrative:
Investigation summary: no sample received. Investigation conclusion: batch record review (release paperwork) did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a loose plunger. Root cause description: unconfirmed.

Event description:
It was reported that ultrasafe plus x100l pr green ccl amg plunger rod was detached. This was discovered before use. The following information was provided by the initial reporter: it was reported that a syringe was received with the plunger rod at an angle and detached. It was put back into place which caused a few drops of the product to leak out.